Manufacturer narrative:
A power management printed circuit board assembly has been ordered. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer.

Event description:
It was reported that the ventilator had a check vent: blower high temperature. It is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. The investigation is ongoing.